Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly noticed extremely stretched helix and missing drug collar, ma is noted on the peek edge. The tip peek is deformed, likely grabbed with a tool. Electro-cautery damage noted on the insulation. Noted deformed and extremely stretched conductor coils. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use on the segments of lead returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) and high capture thresholds, with lead fracture confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) and high capture thresholds, with lead fracture confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.